Event description:
The complaint was reported as: the circuit would not pass the leak test during testing. No pt injury reported.

Manufacturer narrative:
The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The sample was rec'd by the MFR, but the investigation is incomplete at the time of this report.